Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to blood on site. The name of the hospital is not available. The reporter name is self. The reporter phone number is unknown. Customer did not give further details. Sensor will not be returning for analysis.